Event description:
A comparison of the use before date field and implant date found the right atrial (ra) lead was implanted after the use before date. The lead remains in use. The patient was enrolled in the marc clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 837217 crt-d implanted: (B)(6) 2013; linox s65 lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).